Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 26th distal stent segments with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Photo image review: image shows the distal portion of a device. Deformation is evident to the proximal portion of the stent segments with the struts appearing raised. ¿please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a lesion located in the ostium lad. There was normal vessel tortuosity, no calcification, and 85% stenosis. There was no damage noted to the packaging. The device was inspected prior to use with no issues noted. Negative prep performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. No resistance was encountered when advancing the device. Excessive force was not used during deliver. It was not difficult to position the device. It was reported that stent deformation occurred in the process of implant. No patient injury is reported.